Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device started the quick bolus procedure on its own. The quick bolus menu was selected without the customer pressing any buttons. Insulin bolus was not actually delivered as the battery was taken out of the infusion device by the customer during the incident. No adverse event reported. Return of the suspect device was requested for evaluation.